Manufacturer narrative:
The creaj2 reagent lot number and expiration date were not provided. The field service engineer (fse) cleaned the probes and checked instrument adjustments and rinse functionalities. Instrument checks were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine jaffe gen.2 (creaj2) on a cobas c 503 analytical unit. The initial result was 0.88 mg/dl. The repeat result was 2.1 mg/dl.

Manufacturer narrative:
The customer has had no further issues since the service visit. The investigation determined that the service actions resolved the issue. As the field service engineer (fse) performed several service actions, a specific root cause could not be determined.